Manufacturer narrative:
Batch review performed on 10 march 2022. Lot 1903510: (B)(4) items manufactured and released on 04-oct-2019. Expiration date:2024-sep-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
About 2 months after the primary surgery, the patient came in reporting pain and the cause was unknown. The surgeon's plan was to resurface the patella and possibly swap the poly. However, during surgery, he decided to check components for loosening and found the tibia to be loose. The surgeon revised the tibial tray and poly, and resurfaced the patella. The surgery was completed successfully.